Event description:
The patient's blood glucose to increase and worsen the patient's condition [blood glucose increased]. Worsen the patient's condition [general physical health deterioration]. The product could not deliver medication normally [device failure]. Case description: this serious spontaneous regulatory authority case was reported via nmpa (national medical products administration), china was reported by a health care professional nos as "the patient's blood glucose to increase and worsen the patient's condition(blood glucose increased)" beginning on (B)(6) 2024, "worsen the patient's condition(general physical health deterioration)" beginning on (B)(6) 2024, "the product could not deliver medication normally(device failure)" beginning on (B)(6) 2024, and concerned a 67 years old female patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2024 for "device therapy", a non-novo nordisk suspect product insulin (insulin) from unknown start date for "product used for unknown indication." Patient's height weight and body mass index were not reported. Dosage regimens: novopen 5: (B)(6) 2024 to not reported. Medical history was not provided. On (B)(6) 2024, when the nurse injected insulin for the patient, the nurse found that the pen could not deliver liquid normally, and the nurse immediately replaced the novopen 5. Impact on patient: may cause increased blood glucose levels and worsen the patient's condition. Batch numbers: novopen 5: nugbc07-1. Action taken to novopen 5 was not reported. The outcome for the event "the patient's blood glucose to increase and worsen the patient's condition(blood glucose increased)" was not reported. The outcome for the event "worsen the patient's condition(general physical health deterioration)" was not reported. The outcome for the event "the product could not deliver medication normally(device failure)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), china. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result name: novopen® 5, batch number: nugbc07-1 no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 05-jul-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device is non-valid and valid batch number unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary name: novopen® 5, batch number: nugbc07-1 no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.